Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider checked and found the pressure sensor error alarm was displaying within 10 minutes after switching on the ventilator. Opened the ventilator and found one of the tubing was disconnected from transducer (xd106) of the aipcb. Reconnected it and tightened all connections and found leakage from air regulator, opened it and fixed it properly. Ventilator is in working condition and has been returned to use. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator pressure sensor error alarm was displaying within 10 minutes after switching on the ventilator. There was no patient involvement.